Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This is potentially reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1; date of submission: 09/30/2016. The pump has been returned and evaluated by product analysis on 09/06/2016 with the following findings. Investigation revealed a blank display. Moisture was observed through the display lens. A leak test was performed and a leak was found at a crack where the keypad meets the battery compartment. The pump was opened and moisture was found on the keypad flex connector. The battery compartment was observed to be cracked, however, no leaks were found at this location. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.